Event description:
The customer reported that her blood glucose reached 260 mg/dl and that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot quantification records were reviewed and the product lot met all acceptance criteria.